Event description:
The physician attempted an interventional arteriotomy closure with the closer tsl 6 fr device on a patient with mild vessel calcification and an unknown number of prior procedures. As the physician tried to deploy the device, the device broke and expanded the puncture channel. It was noted that "the part behind the foot was not inside the vessel." The physician was able to retrieve the broken part with a clamp. He inserted the guide wire and hemostasis was achieved with a second closer tsl 6 fr device. There was no patient injury.